Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep, therefore a second valve was implanted. It was reported that the patient was doing well following the implant.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.